Event description:
Zoll cool line triple lumen catheter was placed into patient's left subclavian vein without incident. The catheter was then connected to the thermaguard unit. The unit circulated cold fluids through the catheter, after which it was reportedly noted that the patient's blood started to be pulled into the machine instead of fluid. Procedure was immediately stopped with no apparent harm to patient. A new catheter was placed and the procedure resumed without incident.